Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated the patient felt "off" and was having more tremors the morning of this report. The "left" implant was checked, but a reading could not be obtained. The "right" side implant was "working fine." It was indicated that this was an "ongoing issue" since may. It was further stated the patient's implant had been "reading low for a while." It was unclear which device was being referred to. It was also stated by the patient that the healthcare provider (hcp) told them the implantable neurostimulator battery could not be read because it was an older device. It was unclear if the hcp did not have the proper equipment to read the battery, or if the battery could not be read for another reason. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2013-00152. It was unclear which device was being referred to in the event.

Manufacturer narrative:
Product ID 748266, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748266, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3389-40, lot # j0219953v, implanted: (B)(6) 2002, product type lead; product ID 3389-40, lot # j0124596v, implanted: (B)(6) 2002, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is a bilateral system. Reference MFR 3004209178-2013-00152.

Manufacturer narrative:
(B)(4).